Event description:
We received an email from our customer stating that a couple days after a surgical case using our 1937 gt pillow, a pt had an abrasion after a six hour case. They asked if a design or material change had occurred. Risk management has pictures and pt info and should be contacted for this info.

Manufacturer narrative:
Use error, product disposed by customer unable to assess device. Info sent to risk mgmt about device and that it had not hanged in its construction, or materials.